Event description:
It was reported that the right ventricular lead could not be implanted. The lead was not used and a new lead was implanted. The patients condition was good during and post procedure.